Event description:
On (B)(6) 2010, the plaintiff was implanted with an ams monarc sling system with the intention of treating her sui (stress urinary incontinence) and pop (pelvic organ prolapse). It was alleged that as a result of the implant, the plaintiff has, "suffered serious bodily injuries, including but not limited to extreme pain, dyspareunia, urinary issues, infection and other injuries." It was alleged that as a result of having the monarc implanted, the plaintiff has experienced, "significant mental and physical pain and suffering, and she has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.